Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues registering their patient. They could not track any instruments and did not see the patient reference in tracking view. The emitter details were looked at and everything was functioning normally, but they had poor signal on their instruments. The emitter was held way from the patient and it was possible to track the tricut, but when the emitter was put back in the surgical field they got poor signal and could not track again. Metal was looked for in the field and any potential metal was moved out of the way, but the instruments could still not be tracked. The procedure was completed without imaging and no surgical delay. There was no impact to the patient outcome.